Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
The provider stated the back upholstery ripped down the center and the seat upholstery was tearing.